Manufacturer narrative:
Correction : device was updated to pump since event occurred after introducer was removed.

Manufacturer narrative:
Patient height and weight is unknown. The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery in an 80-year-old male for high-risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During procedure, bleeding was observed from the access site after exchange of the 14 fr introducer to the repositioning sheath. The patient received support from the cp for the coronary angioplasty. The cp was explanted. Bleeding is a known potential adverse event of the impella cp per the instructions for use

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae/ major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.